Event description:
It was reported that the patient had an infection of the stimulator, implant site for the second time. Explant of the stimulator and electrodes was done on (B)(6) 2013. The outcome was resolved completely. Further follow-up is being conducted. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, explanted: 2013-(B)(6), product type lead. Product ID neu_unknown_lead, explanted: 2013-(B)(6), product type lead. Product ID neu_unknown_ext, product type extension. Product ID neu_unknown_ext, product type extension. (B)(4).